Event description:
It was reported that the intra-aortic balloon (iab) became stuck in the sheath during insertion. As a result, the sheath with the iab, was removed as one unit. The md requested another iab and used the new sheath and iab with success.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.